Event description:
It was reported that during implant, the device had a problem with the setscrew. The device was removed and a new device was implanted instead. It was also noted that upon receipt of the device, no telemetry was possible. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. The set screw was noted with a rounded socket.